Event description:
The MFR has been notified that a pt had a size 27 mitral cphv explanted and replaced. The event occurred approximately 3 years post implant reportedly due to thrombosis and pannus. There was no complaint against the product by the surgeon and the pt was last reported to be doing well.